Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two unspecified endoscopy, the facility noticed that the digestive tract mucosa of two patients changed their colors into white after contacted by the insertion portion of the subject device. The facility reportedly thought that the events were due to a rinsing problem (insufficient rinse during the reprocessing) since the facility had manually disinfected the subject device with peracetic acid. It was reported that the facility followed up the patients by phone after the procedure and confirmed that the two patients were doing well. Other detailed information related the event was not provided from the facility. This is two of two reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct (model name and serial number) and (device manufacture date). It was reported that the model name was not cf-h180al but cf-q180ai (serial number: (B)(4), manufactured on august 5,2008). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The subject device has not been returned to olympus medical systems corp. (Omsc). But was returned to olympus (B)(4) for evaluation. The evaluation confirmed following phenomenon. Deterioration and cracks on the adhesive around the objective lens. Deterioration ,wear and tear of the adhesive on the bending section rubber. Peeling of the coating, wear and tear (wrinkles) in the insertion portion. (B)(4) reviewed the service history of the subject device and confirmed that there was no repair record since last repair in 2014. The exact cause cannot be determined. However, insufficient maintenance and rinsing after reprocessing cannot be ruled out as the cause of the reported event.